Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited a malfunction in which the device would not unlock unless placed on the charging pad, and the sleep/wake button was unresponsive despite a restart and a prolonged button press; the device was used with a dexcom cgm and a replacement ilet was arranged. Symptoms included no adverse clinical effects, and blood glucose levels were reported as unaffected. Outcomes included continued insulin therapy via standard use and replacement of the device, with the original device returned by the user. Investigation included customer support troubleshooting, confirmation that the charging pad functioned, data synchronization guidance, and collection of the reported malfunction for assessment and inspection of the returned device. Investigation of this device revealed a device operational failure consistent with a sleep/wake control and user interface malfunction while off external power, without impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction related to the user interface hardware.